Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. (B)(4). On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2018. On the (B)(6) 2018, the device records a manual power cycle of less than one minute duration. No further log entries were recorded. During the above period information from the history log shows an increase in voltage which suggests a further pad-pak was installed. A test pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. The investigation was unable to replicate, or find any evidence of, the reported fault. Therefore, it is assumed the customer returned the device in response to the field safety corrective action as the device serial number falls into the range covered by the field safety corrective action. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.